Event description:
Customer reported she was hospitalized for high blood glucose and dka. Customer stated that she changed infusion set and cannula was bent. Troubleshooting was not completed and occlusion test could not be performed since customer did not have a clamp.